Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that, while in surgery, a leak was spotted during flushing/blood drawing procedure. No patent injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause appears to be related to use of the device. The distal 41.2cm of a 4 fr s/l groshong catheter was returned for investigation. The catheter was received without the connector. The catheter had been cut 8.5mm proximal to the 40cm depth mark and the proximal segment of the catheter was not returned for investigation. Blood residue was visible in the catheter between the 5 and 8 cm depth mark, which indicates that the sample was used. A functional test revealed that the catheter leaked between the 37 and 38 cm depth marks. A microscopic examination of the leak site revealed a breach in the blue radiopaque stripe. The extent of damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage can occur if the catheter is damaged by the stylet. The product IFU states, ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet.¿ the IFU also states, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ the precautions in the IFU state, ¿avoid device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that, while in surgery, a leak was spotted during flushing/blood drawing procedure. No patent injury was reported.